Event description:
It was reported that a patient underwent an initial hip arthroplasty on an unknown date. Subsequently, a revision procedure due to fractured ceramic head was performed on (B)(6) 2020.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Additional information received: item and lot numbers of the initial implant products are not available. The x-rays (post implant, and pre-revision) received: pre revision x-rays are dated (B)(6) 2020. Post revision are dated (B)(6) 2020. Where did the initial and revision surgery performed: primary surgery was carried out at (B)(6) hospital. Revision surgery was carried out at (B)(6) hospital. There was no delay in surgery. The surgical technique for the product was utilized. Patient information is not allowed by country regulations. The investigation is in process. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip arthroplasty on an unknown date. Subsequently, a revision procedure due to fractured ceramic head was performed.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. H10: complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. Four x-rays were provided with (B)(4) for analysis: two anteroposterior (ap) full-pelvis x-rays and two lateral x-rays of the right hip. Ceramic fragments are visible in one ap and one lateral radiograph, which suggests that these were taken after the reported incident, and prior to revision surgery. Email communication from the sales representative and available on etq informs that the pre-revision radiographs were taken on (B)(6) 2020 (5 days before revision), and the post-revision radiographs were taken on (B)(6) 2020 (the day after revision). Only pre-revision radiographs are considered relevant for this assessment. All components appear appropriately sized and positioned. In particular, the inclination angle of the exceed acetabular cup was measured to be approximately 41° on the pre-revision ap x-ray, which is agreement with the recommendation in the exceed abt surgical technique of ¿40 to 45 degrees. Three photos of the fractured head were provided with (B)(4). One intraoperative photo shows that the head fractured in two larger fragments (as stated in the complaints description), but also into several smaller fragments. Two other photos show the fracture surfaces of the two large fragments after cleaning off the blood. These provide evidence of metal transfer marks in the taper bore, as well as on the fracture surfaces. A detailed analysis of the fracture surfaces and potential crack initiation points cannot be performed without return of the fragments for analysis. No patient information has been provided because it is not allowed by country regulations, as stated in the zimmer biomet product experience report (zper). The zper mentions that cup and head was revised to a tm mod + liner, + revision biolox sleeve and head on (B)(6) 2020. This indicates that the femoral stem was not revised. Finally, the zper states that there were no contributing conditions related to the event. The date of the primary surgery is unknown. The manufacturing history records (mhrs) for the biolox delta type 1 femoral head, taperloc stem, exceed acetabular cup, and biolox delta acetabular liner could not be checked because their part and lot numbers were not known at the time of writing of this assessment. The cause of the adverse event cannot be determined without post-primary x-rays, surgical notes of both primary and revision surgeries, patient information (height, weight, activity level, pre-existing conditions) and analysis of the revised components. In addition, we have not been provided with any supporting documentation which could provide additional information. The item number and lot number identification necessary to review manufacturing history and the complaint history was not provided. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product not returned.

Manufacturer narrative:
(B)(4). Initial report. Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted. Associated products. Medical product: unknown exceed cup, item: unknown, lot: unknown. Medical product: unknown delta ceramic liner, item: unknown, lot: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip arthroplasty on an unknown date. Subsequently, a revision procedure due to fractured ceramic head was performed on (B)(6) 2020.